Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the operator applied the first and second clips without a problem. However, when he tried to fire the third, the operator experienced difficulty in firing the trigger. The clip fed into the jaws but was not released completely. Clips didn't close properly, so it was impossible to apply them on vessels. The operator tried to apply a new one, but the same problem happened. A new device was used to carry out the operation. No adverse pt consequences.